Event description:
It was reported the device's downstream occlusion seal was degraded. The event occurred before infusion, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a scratched lcd lens, damaged battery compartment, and a scratched rear label. No applicable evidence was found in the event history log. Functional testing was able to verify the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.